Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during a balloon kyphoplasty procedure, one of the balloon(s) ruptured in the patient. Reportedly, the surgical time was extended for less than 30mins due to the incident. No patient allergies to the constrast media were reported and no fragments of the balloon were left behind. No patient complications were reported.